Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported the device did not deliver. The device was returned to the clinical engineering dept with an unsigned note that stated, "powers on but will not start pumping." No specific pt info, device programming, or event details were not available. There were no reported adverse pt events, while the device was in clinical use. During testing at the user facility, the device did not deliver. Though requested, no add'l info was provided.